Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-02135. It was reported the patient experienced an infection at her scs system's lead site. The patient's entire scs system was explanted. Cultures were taken and the patient was prescribed antibiotics. F/u on (B)(6) 2014 identified the patient has been seen by her physician and the infection has reportedly resolved.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.